Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 381134 and lot number 3331712. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected physical sample was returned for evaluation by our quality team. Through examination of the catheter, visible silicone was observed. Fourier transform infrared (ftir) spectroscopy was performed on the foreign matter to confirm the material composition. The ftir test results indicate that the foreign matter was related to a silicone polymer or a silicone polymer derivative. The test results further confirmed that the material was visible silicone. This incident most likely resulted from an excessive amount of silicone dispensed during the siliconization of the catheter in the final assembly process. It should be noted that the silicone does not cause harm to the user and is used to aid catheter penetration during venipuncture. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd angiocath has foreign matter on the catheter. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about foreign object contamination. When the customer opened a new syringe for venipuncture, they saw a foreign substance attached to the tip of the outer barrel.